Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The hospital equipment department contacts a third-party company for maintenance, and does not require our on-site service. The safety pull magnet was determined defective and replaced which solved the issue. No service report or log files has been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).